Event description:
The pt reported communication issues between the implant and the external equipment. An advanced bionics rep performed device eval. The problem was confirmed. Explant surgery has been recommended.